Event description:
During an in-clinic follow-up, noise that resulted in oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The suspected cause of the event is due to insulation damage, although not confirmed. Provocative testing was performed, however the noise was not reproducible. No intervention has been performed. The patient was stable and will continue to be monitored.